Manufacturer narrative:
(B)(4). The device was returned in good visual condition. The device was tested with a generator and no error code was noted. However, no further functional testing could be performed, as the clamp arm did not close. The device was disassembled to verify the condition of the internal components and it was noted that the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open and close. No conclusion could be reached as to what caused the damaged rotation knob pin hole.

Event description:
It was reported that during an unknown procedure the clamp arm of the device could not be closed after working a few minutes. Changed to another device to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.